Event description:
It was reported that a btm that was implanted to cover a pyoderma gangrenosum defect as a last resort. After 4 weeks post implant, the btm was accidently removed by the nurse as they did not realise it was a device, and the dressing had stuck to the btm device. As a result, the patient remained in hospital to allow the btm to adhere to the wound.

Manufacturer narrative:
The device was not available and therefore a device evaluation could not be performed. A batch review was performed for the reported lot, and it was concluded that the lot met all specifications at the time of distribution. A review of the device¿s risk profile suggests the reported event does not constitute a new harm or hazard. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used based on the information received. Based on the information received, the nurse experience with the device and the dressing stuck to the btm device likely contributed to the reported event. Poly novo is submitting this report out of abundance of caution as the report noted a prolonged hospitalization. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labeling or instruction for the reported event. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with this hazard/use of the device. No trend or deficiency has been identified. Polynovo does not believe that a corrective action is warranted. Polynovo will continue to investigate and monitor complaints of this nature. MFR reference #: (B)(4).